Manufacturer narrative:
H11: additional manufacturer narrative updated sections b4, b5, b7. Updated sections g3, g6. Updated sections h2, h6 - h2, h6 - health effect - clinical code; device code(s); type of investigation; investigation findings; investigation conclusions. H11: corrected data per additional information received, the failure of the bioprosthetic aortic valve was due to bacterial endocarditis and not due to a deficiency in the device. Intermediate or late onset endocarditis (greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient's body and is not in any way related to the sterilization or packaging process of the device. The microorganism for intermediate or late onset prosthetic device endocarditis may be due to hospital-acquired infections of lower pathogenicity or community-acquired infections. Common sources of endocarditis include dental, surgical, or endoscopic procedures, IV drug abuse or recurrent endocarditis. Based on the information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was learned during investigation of related complaint, that a 29mm 7200tfx mitral valve was explanted after an implant duration of 6 months and 27 days due to acute endocarditis. The device was replaced with a 31mm 7200tfx valve. Per medical records, the patient presented with septic shock and embolic stroke. History of multiple staph aureus infections. Echo showed mv with new vegetation/endocarditis, dehiscence, and pvl. The patient underwent redo mvr. Heavy vegetative material was found on the 29mm valve, which was excised, and the annulus was debrided of all material. A 31mm 7200tfx was then implanted with pledgeted sutures and seated nicely. The patient tolerated the procedure well and was taken to the ICU in stable condition. Per pathology report, the specimen had thickened valvular tissue with acute and chronically inflamed granulation tissue and flbrino-inflammatory exudate with bacterial colonies consistent with clinical diagnosis of endocarditis.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
It was learned through implant patient registry that a 29mm 7200tfx mitral valve was explanted after an implant duration of 6 months and 27 days due to unknown reason. The procedure was performed with a 31mm 7200tfx valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.